Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. The patient was treated with injection zineam (250mg in each exchange, ip), injection fortum (1gm, once daily (od), ip) and injection heparin (1000 iu (international units) in each exchange, ip) for 14 days for peritonitis. At the time of this report, the patient remained hospitalized. The outcome of this peritonitis event was unknown.